Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 37.5 months due to the elective replacement indicator (eri). An expression of dissatisfaction was made with regard to device longevity. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.